Event description:
It is reported that post-op the femoral component was reported to be loose. The pt is reported to have pain and apparent lucencies. It is unk if the device was revised as the pt was referred to another hosp for revision. Implant date is unk.

Manufacturer narrative:
Eval summary: cause of reported loosening of femoral component could not be determined due to insufficient info. No product or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.